Manufacturer narrative:
Correction information: d8:yes. G6: follow up #1. H6: coding changed based on the investigation result. We couldn't investigate because the device was not returned. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
After preparation, before use, the angle of scope was abnormal and not in place. The user changed another scope to restart. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855.